Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system during rewinding pump and from that moment still occurring. The customer's blood glucose value was 170 mg/dl. The device will not be returned for analysis.